Event description:
Attempted to deploy abbott perclose prostyle vascular closure device to groin artery access site. First and second device failed to deploy- sutures did not deploy. Patient developed a hematoma during recovery. Hematoma was managed and patient was able to discharge home the same day. Reference report mw5152700.